Event description:
The rptr indicated that lead impedance was 500 ohms at implant. Lead impedance is now 400 ohms in the unipolar mode and 2004 ohms in the bipolar mode. In bipolar mode, there is no atrial sensing or capture. Sensing and capture are ok in the unipolar mode. A chest x-ray was recommended to check for an outer coil fracture.